Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for several pacing impedance measurements greater than 3000 ohms on the atrial channel. Standard, in clinic lead testing, showed stable sensing, thresholds (in both unipolar and bipolar) and a lead pacing impedance of 800 ohms. Provocation testing was performed, and no noise was elicited during multiple maneuvers and during can/header palpitations. Beat to beat impedance was performed during the mentioned movements and an occasional atrial impedance spike to 3000 ohms was noted when the patient pulled linked hands away from each other. However, the out-of-range measurements did not occur during every occasion of this movement. Measurements were observed to decrease to 800 ohms. No adverse patient effects were reported.